Event description:
It was reported that when using the bd pyxis¿ es server, patient was in pre-admitted status in station but not in the server. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the patient was in a pre-admitted status and not present on the server. The technical support specialist advised the customer to contact the adt or interface team to update the patient¿s status from pre-admitted to admitted by resending the a01 code message. This update would allow the patient to appear on the station with an admitted status. The root cause of the issue was that the patient remained in a pre-admission status, which prevented them from appearing on the station. As a resolution, the adt or interface team needed to send the a01 code to change the patient¿s status to admitted. The system functioned as intended after the technical support specialist completed the investigation.